Manufacturer narrative:
The investigation into the delivery issues has been completed. The device was not returned for investigation. According to clinical information, the root case of delivery issue anatomy is determined to be patient condition due to diseased/small vessels.

Manufacturer narrative:
This file is being submitted as part of a retrospective review of historical records after which medical safety has updated the report type. Corrected information was provided in sections b1, b2, b5, h1, and h6.

Event description:
Medical safety review of the event noted there is not enough information to exclude the impella device as an associated factor in the patient's demise.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿handle with care. The impella catheter can be damaged during removal from packaging, preparation, insertion, and removal. Do not bend, pull, or place excess pressure on the catheter or mechanical components at any time.¿

Event description:
The complainant reported that an impella cp pump could not be advanced across the 63-year-old male patient's valve during attempted delivery. After multiple unsuccessful attempts, the implant was aborted. The patient passed away from their pre-existing condition with no allegation of association with the impella pump.